Event description:
Reporter indicated a vns pt had high lead impedance readings with diagnostics testing. The vns was disabled. The pt was also having increased depression that was not above pre-vns baseline, and painful stimulation at the generator site. The pt had no trauma and does not manipulate the vns. Pt x-rays have been requested. Vns revision surgery is likely, but a surgery date has not been set.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.